Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for device check. The pulse generator exhibited a telemetry anomaly. Two attempts were made to get additional information and were unsuccessful.